Event description:
Reporter stated that customer received the following results on 2 different meters within 10 minutes: 157 mg/dl (aviva system 1) and 58 mg/dl (aviva system 2). No actions taken based on device results. No adverse event due to the device reported. The manufacturer requested return of suspect product for evaluation.

Manufacturer narrative:
The event occurred in (B)(6). This medwatch report is for the suspect device used in system 2. (B)(4).